Event description:
It was reported that the implantable neurostimulator (ins) and lead were explanted. It noted that the patient had been admitted to the hospital with symptoms of numbness in the hands. Four days later it was reported that all components of the device had been explanted. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3998, lot # va00vyf, implanted: (B)(6) 2013, product type lead; product ID 3998, lot # va00vyf, implanted: (B)(6) 2013, product type lead; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).